Event description:
The patient claimed that the animas pump has a short battery life issue. The patient reportedly replaced the battery 3 times over the last few days. In addition, the patient claimed he is not getting low battery alarms. During troubleshooting, the animas representative noted the pump history showed low battery warnings on (B)(6) 2012 but there were no replace battery alarms. The product is being returned for investigation. There was no reported patient impact associated with this complaint. This complaint is being reported due to the alleged power issue. The patient claimed there was no low battery alarms while he had the short battery life issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicates a "low battery" warning occurred on (B)(6) 2012 followed by a "replace battery" alarm on (B)(6) 2012. The pump history shows that the battery voltage at the time of the warnings was low. The black box shows that a partially charged battery was installed during a battery change on (B)(6) 2012. The pump powers on appropriately to the verify screen with functional auditory and vibratory features. The pump was tested on an external power supply with no issues occurring. No "low battery" warnings or "replace battery" alarms occurred during testing.